Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer was not working and the touchscreen was broken/cracked. It was also noted that the stylus cable was damaged with a loose contact, the lower case was worn out and the company logo was missing. (B)(4)

Event description:
It was reported that the screen was cracked and the printer was faulty. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.